Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problems (won't power on/overheating) have been confirmed. As received, the monitor was unable to power on. Upon investigation, the c4 component was shorted, causing high voltage to enter low voltage circuitry, and damaging the components. The root cause for the shorted c4 could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation, the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger. Device manufacture date: monitor sn (B)(4): 02/03/2014. Charger sn (B)(4): 11/26/2014.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on and was overheating and charger sn (B)(4), indicating that the charger was unable to charge the patient's battery.